Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, carrier tube and foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned partially mated and kinked near the blood inlet hole of the assembly. Based on the available information, the complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been use of excessive force during device insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during a peripheral angiogram with intervention, the angio-seal sheath cracked due to excessive force. Another angio-seal was used to complete the case successfully, with blood loss less than 250cc. Additional information received on 31 mar 2025: the angio-seal sheath cracked due to excessive force. This excessive force was applied while advancing the angio-seal over the wire into the patient's body, as the doctor was in a rush. It did not involve excessive force to assemble the components for deployment. The procedure sheath used was 6fr, and there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.